Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant medical products: carto 3 system, model #: unknown, serial #: unknown. (B)(4). Overall ablation time and last ablation cycle time at the site of injury were not reported, as the site of injury is unknown. Irrigated catheter flow was set at 15ml/min. There is no information regarding anticoagulation during the procedure. Procedure was prolonged by 30 minutes as a result of this adverse event. It was noted that this procedure was a redo, as the initial procedure was aborted, after isolating the left pulmonary veins, due to a recording system issue. It was noted that it was unknown which catheter caused the injury. There is no information regarding spi value. The thermocool sf smarttouch bi-directional catheter was ablating around the right pulmonary veins (rpvs) while the lasso navigational variable eco catheter was in the right superior pulmonary vein (rspv). Thermocool sf smarttouch bi-directional catheter was not zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit. The carto 3 system indicated that there was reduced accuracy, but it did not indicate to re-zero the catheter. There were no error messages or malfunctions reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The assessment was made to report this event conservatively also under the lasso navigational variable eco catheter and c3 ez steer coronary sinus with auto ID catheter since these products were also in use during the event.

Event description:
It was reported that a (B)(6) female patient underwent a redo pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool sf smarttouch bi-directional catheter, lasso navigational variable eco catheter and c3 ez steer coronary sinus with auto ID catheter and suffered a cardiac tamponade requiring a pericardiocentesis via pericardial drain. While probing for the patent foramen ovale (pfo) with the diagnostic catheter, in an attempt to cross over into the left atrium, the patient became hypotensive. The patient spontaneously returned to a normotensive state and the procedure continued. At the end of the mapping phase, the patient developed premature atrial contractions (pacs), reported chest pain, and became hypotensive again. Repositioning the lasso navigational variable eco catheter resolved the pacs, chest pain, and hypotension. At the end of ablation, the patient reported chest pain, became hypotensive, and tachycardic. Tamponade was confirmed via transthoracic ultrasound. A pericardiocentesis yielded an unknown amount of fluid. The pericardial drain was left in place. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. It was unknown if ablation caused the injury, as ablation had been completed when the injury was discovered. The physician did not provide a causality opinion. It has not been confirmed if a transseptal puncture was performed. Attempts were made to cross the pfo. There is no sheath information. Generator parameters at the time of injury included power control mode at 40 watts and temperature at 43 degrees celsius. Physician used the dragging technique.